Event description:
It was reported that balloon rupture occurred. After the transcend guidewire was introduced to the lesion, a 5.0mmx40mmx80cm sterling balloon catheter was advanced for dilatation. However, during the inflation, the balloon ruptured. The procedure was completed with another of the same device and there were no patient complications reported.